Manufacturer narrative:
An event regarding wear involving a duracon insert was reported. The event was not confirmed. Method & results: -device evaluation and results: a visual, dimensional and functional inspection was not performed as no devices were returned. -medical records received and evaluation: a review of the provided x-rays by a clinical consultant indicated: "what exactly has caused failure in this case, the balance between patient-related and procedure-related factors cannot be differentiated in this case due to lack of detailed clinical or serial radiological information. More specific information including clinical examination findings and/or retrieval analysis may all help to further detail these aspects of this case but this case is not device-related." "Procedure-related factors: - post/cam impingement very likely but unproven due to lack of info. Patient-related factors - high patient activity level suspected but not proven due to lack of info. Device-related factors: - none evident. Diagnosis: - post/cam impingement is a very likely but still unproven contributing factor to failure with gradually progressive post damage and the knee going in hyperextension." -device history review: a DHR review could not be performed as lot details were not provided. -complaint history review: a complaint history review could not be performed as lot details were not provided. Conclusions: a review of the provided x-rays by a clinical consultant concluded: "what exactly has caused failure in this case, the balance between patient-related and procedure-related factors cannot be differentiated in this case due to lack of detailed clinical or serial radiological information. More specific information including clinical examination findings and/or retrieval analysis may all help to further detail these aspects of this case but this case is not device-related." The exact cause of the event could not be determined because insufficient information was provided. Further information such as product return, additional x-rays, operative reports as well as patient history and follow-up notes are needed to complete the investigation for determining a root cause. No further investigation is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Revision surgery to exchange polyethylene bearing surface. Revision surgery was required as patient was experiencing hyperextension due to poly wear "per surgeon".

Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Revision surgery to exchange polyethylene bearing surface.